Manufacturer narrative:
Customer reported issues with the pressure on a compressor mini. A service engineer verified the issue and found holes in the tubing. The problem was solved by using a maintenance kit. The drainage valve was also replaced. The device was cleared for clinical use. No part were returned for investigation. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. The compressor exhaust tubing¿s must be replaced by each 10.000 hours preventive maintenance (pm). These tubing¿s are subjected to wear and tear over time and needs to be regularly replaced. It¿s unknown when pm previously had been performed, or if performed at all. Leaking compressor tubing or a leaking drainage valve may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The issues with low pressure was related to holes in the tubing, as no goods were returned, the cause of the hole could not be determined.

Event description:
Manufacturer's ref.#: (B)(4)

Event description:
It was reported that the compressor had a pressure issue. There was no patient harm. Manufacturer's ref.#: (B)(4).